Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150208 captures the reportable event of device stuck in scope and pushed into another patient.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure for screening performed on (B)(6) 2025. During the procedure, a resolution 360 clip had been lodged in a scope for an unknown period of time and despite the scope undergoing many re-processing cycles and patient uses between times the clip has remain lodged in the scope. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.